Event description:
It was reported that during a cholecystectomy procedure, the device could not be fired properly. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 11/17/2008. Malformed clip, advancer bypass. Eval summary: the analysis results found that the device was returned in good visual condition. The instrument was cycled feeding and forming three conforming clips; the advancer bypassed nine clips causing pear shaped clips. The instrument locked out as intended. It could not be determined what might have caused the advancer bypass issue. The mfg records were reviewed and no anomalies were found during the mfg process.